Event description:
Customer reported an issue with the panorama central station's transmitter which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service rep evaluated the unit. Corrections included replacing the cooling fan and radio transceiver board. The unit was tested to factory's specifications. It functioned normally and was returned to use.